Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed series of no delivery errors. The customer's blood glucose was 15.4 mmol/l. The customer had tried different insertion locations and different cannula sizes. Their technique was correct. The customer had disconnected the insulin pump from their body and had removed the reservoir, but the device still alarmed no delivery. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners.